Manufacturer narrative:
(B) (4). (B) (4). Damaged shaft, malformed clip. Evaluation summary: the analysis results for the device found that it was returned with the shaft bent at the handle assembly area. The device was cycled and pear shaped clips were formed due to the condition of the shaft. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Additionally, before firing, inspect the jaw tips to ensure vessel or tubular structure enclosure. The shaft can be rotated 360 degrees to facilitate visualization and accurate placement. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing completely and the clips were discharged prematurely. It is unknown at what firing this occurred. Another device was used to complete the case. Additional information was requested with another contact at the facility.